Event description:
In 2003 patient came through the emergency room (ER) and was tested for troponin. The initial troponin result was 5.3 umol/l and the result of the repeat was 0.32 umol/l. The 5.3 umol/l troponin result was reported out of the lab. The patient did not have chest pains, ECG was negative and the total ck was less than 20. The patient had no risk factor for coronary heart disease (chd) and was discharged before receiving the troponin test result from the lab. After the ER received the result, the patient was recalled from home and admitted to ccu. It was concluded by the cardiologist that a non q-wave mi occurred based on the troponin result. In the morning a sample was repeated and the result was 0.10 umol/l. The same sample was repeated with a result of 2.21 umol/l. No results were reported due to inconsistency. The sample was repeated again and a result of 0.1 umol/l was obtained. The ck was still <20 on the specimen for second specimen of january 2003. Based on these results, the cardiologist concluded that patient did not have an mi.